Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator was emitting smoke. A boston scientific company representative instructed to unplug the power cord and the communicator was no longer working. The company representative opted for a communicator replacement and a return label will be sent. The communicator is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation towards the monitor during baseline tests was not confirmed. There was no smoke emitting from the communicator and the server call was not completed. There were no error logs found and a successful interrogation was performed. The product performance engineers opened the communicator and there were no signs of the burnt components.